Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was over 557 mg/dl. Customer experienced symptoms such as hot light headed, and thirsty. The customer current blood glucose level was 107 mg/dl. Customer was in emergency room as a result of high bgs. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and: insulin drip or 15 unit insulin correction. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump will not be returned for analysis.